Manufacturer narrative:
Device not returned as device malfunction was not a factor in the pt death. Death was determined to be related to the patient's underlying condition.

Event description:
Pt death during watchman implant procedure. The doctors stated that the pt death is definitely not device related. Their opinion is that the high degree aortic valve stenosis in combination with sedation, contrast delivered throughout the procedure and the hypertrophic ventricular wall led to fatal ischemic heart failure. No effusion or tamponade was noted on echo (tee) during the entire procedure even during the drop in bp. Pt received approx 260 cc of contrast medium and fluids to confirm catheter positon.